Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a replace battery alarm was emitted on (B)(4) 2014 at 10:26 p.m. And went unacknowledged until the battery drained and the pump lost power. The battery compartment was intact; no damage was observed. During testing, the pump powered on appropriately with the returned battery cap. The battery cap was able to be fully secured to the pump. The pump was exercised for 24 hours with no power reboots, power losses or call service alarms occurring. No power losses occurred during testing. The pump case was removed and no evidence of loose components or moisture was found inside the pump.